Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign material could not be determined from the photos. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that after opening packaging of bd preset¿ arterial blood collection syringe foreign matter was discovered on needle. The following information was provided by the initial reporter, translated from chinese to english: defect: after opening the package, the technician found a fibrous foreign object in the middle of the needle. Impact: no impact.